Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up with pectoral stimulation. The right atrial lead exhibited noise, the device was reprogrammed. The patient would continue be monitored.